Event description:
It was reported that during a remote follow up, the device was unable to be interrogated using radio frequency (rf) telemetry. Abbott technical support was contacted and the cybersecurity was updated on the device to resolve the event. The patient was in stable condition.